Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter stopped working early occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a transmitter stopped working early is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter stopped working early occurred. Product and data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the log was performed and signal loss was found within the investigation window. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a transmitter stopped working early is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.